Event description:
It was reported that a spectrum iq pump had a primary running at 852ml/hour and siphoning from the secondary line during patient infusion. The secondary line had no roller clamp and the nurse observed drops at a continuous steady rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.